Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a health care professional and a company representative regarding a patient who was receiving bupivacaine (concentration 10.4 mg/ml, dose 3.328 mg/day) and morphine (concentration 25 mg/ml, dose 8 mg/day) via an implantable pump. The company representative reported that there was a programming error with patient's refill. During the patient¿s first refill when the programming error occurred, the drug concentration had changed but they did not update the programming to reflect the new information. The patient came back for their next refill and they realized the programming error, refilled the pump with the same drug as what was in the reservoir, then updated the pump with the correct programming. At the time of this report, the patient was back now and there was a volume discrepancy. The patient assistant who performed the second refill and updated the programming error was present during the call and reported that the first refill was performed on (B)(6) 2016; the patient came in for refill, the pump was filled with the new drug concentration but the programming was not updated to reflect the new drug information, the session data report provided showed that as examined on (B)(6) 2016 the morphine concentration was 18 mg/ml, morphine dose 6.5 mg/day and bupivacaine was 7.5 mg/ml, dose 2.7082 mg/day. The last change was on (B)(6) 2016. This programming error was not caught right away so patient went home after refill. On (B)(6) 2017, the patient came back for their next refill, the patient assistant had filled up patient's pump with the same new drug and then realized there was a programming error from previous refill date, she updated the drug information to reflect correct information and sent patient home, she realized the refill date was around 11 days and normally it is around 40 days so she scheduled patient to come back earlier so she could check on patient's pump. On this report date, the patient came back, the patient assistant pulled out the drug and there was a volume discrepancy; the expected residual volume was 4.7ml and the actual residual volume was 15ml. The patient assistant was not sure why there was a discrepancy and wanted to know why this is happening. The print reports were requested and sent to the manufacturer and it was determined that the discrepancy was due to a programming error on (B)(6) 2017 for the reservoir volume information because the reservoir volume was not updated to reflect the actual 20ml that the pump was filled with. The patient assistant noted that she was pretty certain she checked it but would keep a close eye when updating the patient programming. It was noted that the patient was feeling fine